Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user could not pass the rxverify (pharmacy verification) screen to issue medications. A technical support specialist (tss) walked customer through rxverify process to add item so that customer could issue the item that was in stock at the cabinet. Then the customer was instructed to contact pharmacy to approve the request. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medflex 1000 had a pharmacy verify failure. User unable to pass the rxverify screen to issue medication. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.